Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Leakage from the oxygenator during priming. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary did not request the product back for investigation since maquet cardiopulmonary ag is aware of similar complaints from this product. Similar product, showing a similar malfunction, has been investigated in #(B)(4): when priming with water, a leak was detected at the point claimed by the customer (pos 5.) 'Opening for holder'. Further investigation of the sample is not possible at this moment due to safety reasons in laboratory. Therefore exact cause of the failure could not be identified. Failure could be confirmed. Device history record was reviewed on 2019-09-11. There were no references found, which are indicating a nonconformance of the product in question. Trend search was performed on 2019-09-19 in sap and trackwise systems. Sap trend search: (component oxygenator, failure code 0106 housing-opening for holder) 5 additional complaints were recorded which appears reported issues are the same since the last 12 months. Ot trend search: (component oxygenator, description housing-opening for holder leakage) 5 additional complaints were recorded which appears reported issues are the same since the last 12 months. (B)(4). Due to this information no systemic issue could be determined. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary (B)(4) and further investigations and measures will be conducted in case of adverse trending.

Event description:
(B)(4).